Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The exact root cause could not be determined, most likely the event was caused due to a software failure. In consequence (correction) the complainant was instructed to perform a full test software (tsw). There is however no test report available to verify that all tests were passed and therefore the investigation findings do not lead to a clear conclusion. There was no patient or user harm reported.

Event description:
Screen was frozen, then neither touch key nor the rotary knob worked. The hospital staff rebooted the g5. The g5 became good. We'd like to know the cause of the frozen screen.